Manufacturer narrative:
Investigation findings: this drill was received for evaluation and during testing, the reported problem of overheating was not confirmed. Further investigation found the motor frozen, the motor and gearbox with signs of corrosion, the collet grippers and bearings worn and the collet would not hold the bur. In addition, this unit was overdue for preventative maintenance. Conmed linvatec's repair records indicate the last date of repair for this unit was in 2002. The handpiece instruction manual provided with this drill recommends a svc interval of every 12 months for this handpiece. The customer will be contacted with additional info regarding this product.

Event description:
It was reported that during use of this drill in an oral surgery procedure, it got hot. There was no report of injury or surgical delay associated with this event.